Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) model 97702 serial #(B)(4) showed no significant anomalies and was functionally okay. Good, stable output was seen on all electrode pair¿s electrode pairs when received. The initial patient program per the paperwork (dated (B)(6) 2015), showed high and low impedances and shorts between circuits 4 and 7 while ins was implanted. This enabled the battery voltage to drop below eri. The ins had 3 programs active (a1, a2, and a3) with one program having circuits 4 and 7 active (a3). The ins was reprogrammed and program a3 was eliminated. This eliminated the short that was present, but not the eri indication in the ins, and because of this reprogramming, the ins battery was able to recover (from under 2.6 volts [eri] to 2.855 volts per trace report at check in) bench testing did not confirm a short in the ins. The ins was then able to pass bench testing. The ins operated normally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), product type: extension. Product ID: 3708240, serial# (B)(4), product type: extension. (B)(4).

Event description:
A manufacturer representative and healthcare provider reported that the patient's implantable neurostimulator (ins) showed an elective replacement indicator (eri) message a week after implant. Impedance testing was performed and certain electrodes showed >10,000 ohms while others showed <(><<)>50 ohms. The patient also had redness and swelling near the extension connection. The patient was being treated for a potential infection in the short term and a potential replacement was noted to be on the horizon. The patient was indicated for spinal pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Follow up information reported that the ins was explanted and was returned to the manufacturer for analysis.